Event description:
According to the reporter, during a laparoscopic cholecystectomy for patient with multiple gallstones and cholecystitis, the unit suddenly lost power during use, and the screen had no display. After checking the power cord and power interface, there was no abnormality. The panel was turned on and off again and the display was restored, but the power outage occurred again in a short time. Stopped using the electrosurgical generator in the operating room and replaced it with another electrosurgical generator to continue the surgery on the patient. It resulted in prolonged surgery and anesthesia time.

Manufacturer narrative:
Additional information: b1, b2 (removed), b5, g3, h1, h6 (imf) new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic cholecystectomy for patient with multiple gallstones and cholecystitis, the unit suddenly lost power during use, and the screen had no display. After checking the power cord and power interface, there was no abnormality. The panel was turned on and off again and the display was restored, but the power outage occurred again in a short time. Stopped using the electrosurgical generator in the operating room and replaced it with another electrosurgical generator to continue the surgery on the patient. It resulted in prolonged surgery and anesthesia time. Patient had serious injury.